Event description:
Unknown what role either piece of equipment played in event. Post procedure (t&a) pt c/o tongue pain. Noted 2 lesions on pt's tongue right and left that were linear and were split and the right appeared burned. The tongue was also somewhat swollen. Both arthrocare and valley lab removed from service and electrically checked. Handpieces were not available. They had already left facility in medical waste. Event was burn on tongue related to hand pieces/equipment or use.